Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was frozen and unresponsive. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer did not have backup insulin therapy and declined follow-up to ensure backup therapy was obtained.